Manufacturer narrative:
Although the probable root cause is due to a faulty cannula mount assembly on the usm, it is unable to be traced more specifically as failure analysis was unable to replicate.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 1169 error was found indicating fault on the cannula confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar connector (acsc) printed circuit assembly (pca) was inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the cannula mount assembly. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, an operating room (or) staff called in just before starting the procedure to report that they could not move the system when a cannula was installed, though no cannula was present. Logs indicated a cannula installed on universal surgical manipulator (usm) arm 1 and a 1169 error on arm 1. The customer confirmed that there was not a cannula installed. He tried installing and then removing a cannula on arm 1, but the issue persisted. He rebooted the system, but the 1169 error and the cannula indication on arm 1 remained. The procedure was aborted to another xi system, and no patient involvement was reported.